Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented over a remote transmission with pacing lead impedance that jumped dramatically. Decrease sensing was also noted. Lead was capped and replaced with no adverse consequences.